Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Although a death was alleged to have occurred due to ¿acute or chronic hypoxemic respiratory failure¿ and ¿bronchiolocentric interstitial lung disease¿ , the event was assessed by the manufacturer¿s clinical expert as not related to the device . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that they were contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Although a death was alleged to have occurred due to ¿acute or chronic hypoxemic respiratory failure¿ and ¿bronchiolocentric interstitial lung disease¿ , the event was assessed by the manufacturer¿s clinical expert as not related to the device . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previous report was inadvertently filled out incorrectly and the following has been corrected on this report: the allegations of death due to acute or chronic hypoxemic respiratory failure and bronchiolocentric interstitial lung disease will be filed as an adverse event with outcomes attributed to ae as death and date of death unknown, which has been corrected in section b1 and b2. The type of reported complaint has also been corrected to death in section h1. Section h6, health impact code was corrected to "death". The manufacturer was made aware of this complaint through a representative of the customer and therefore section e1 and g2 were updated appropriately. As previously reported, the manufacturer's investigation is ongoing and a follow-up report will be submitted when the manufacturer's investigation is complete.